Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10. The getinge field service engineer stated that the customer refused service on this unit. Three (3) good faith efforts were made to get more information about this complaint. No response was received. If new information comes in this complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has an auto fill failure.